Event description:
During a transfemoral tavr procedure, a dissection/tear in the patient's lvot occurred. As reported, the 23mm sapien xt valve was deployed immediately following balloon valvuloplasty (bav), a tee revealed moderate pvl. An additional 1cc of volume was added to the inflation syringe for post dilation. Tee then showed no change in pvl but there was what appeared to be a rupture, allowing blood to enter the left atrium. The patient remained stable and tee showed no effusion in the pericardial space. The patient was converted to an open surgical procedure with the intent of repairing/replacing the aortic root. The patient was placed on bypass and the chest was opened. After accessing the aorta, a dissection/tear was found in the lvot, allowing bloodflow to the left atrium. A root dissection or rupture as originally thought was not found; therefore only a repair/patch of the dissected area was necessary. The patient remained stable, and was taken off bypass and transferred to ICU in stable condition. The doctor reasoned that the perforation was caused by a large piece of calcium in the patient¿s non coronary cusp, either during valve deployment or post dilation with the additional cc of volume. It was believed that what they originally considered pvl under tee was in fact the flow of blood caused by the perforation. The native aortic valve was severely calcified, the native leaflet was moderately calcified and there was no calcification in the aortic root. The sinotubular junction (stj) diameter was 27mm and the sinus of valsalva (sov) diameter was 27mm. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good. Ventilation was held and there was no loss of capture.

Manufacturer narrative:
(B)(4). Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. Per report, the ventricular perforation was attributed to severe calcium in the aortic root. In addition, advanced age ((B)(6)) and gender (female) were also thought to be contributing factors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.